Event description:
On (B)(6) 2018, a customer in (B)(6) contacted biomérieux regarding false resistant ceftriaxone results for streptococcus constellatus associated with vitek® 2 ast-st03 test kit ((B)(4)), and on 12mar2018, the customer provided additional information related to false resistant ceftriaxone results for streptococcus vestibularis involving the vitek 2 ast-st03 test kit. The customer reported while testing on the ast-st03 card the beta lactams were resistant, and as a result they tested using another method etest®. The customer had to perform a subculture to confirm the results with etest® which lead to a delay greater than 24 hours. There is no indication that this test result impact patient results. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had contacted biomérieux regarding false resistant ceftriaxone results in association with vitek® 2 ast-st03 test kit. An internal biomérieux investigation was initiated; however, the customer's strain was not saved for submittal. Isolate submittal is required for confirmation of the vitek 2 discrepancy in comparison to the reference method. In addition, vitek 2 raw card data are required to assess organism growth. Therefore, without submittal of the isolate and raw data, it was not possible to continue the investigation into this issue. Vitek 2 ast-st03 test kit lot 5420521413 met final qc release criteria and passed initial qc performance testing.